Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ringing in their ears which has become stronger as the patient therapy is on. The patient has been set up on tonic and on burst therapy, both of which have been set up at very low parameters causing the ringing in the patient's ears to become unbearable after a few hours. Otherwise, the patient is getting adequate pain relief. The physician and the manufacturer representative decided the patient should turn off therapy completely until the patient is able to be met in office for troubleshooting. The next course of action has not been determined at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.